Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent sterilization. During the insertion procedure, the physician felt it give and he deployed anyway, he deployed after perforation. The physician stated that it all happened so quickly; the micro-insert was floating in patient's pelvis. The physician checked the patient laparoscopically because he lost the micro-insert and patient was already intubated. The physician ended up doing a btl (understood as bilateral tubal ligation), looking for the micro-insert. He also did an x-ray; he could see the micro-insert and it appeared that it was in the omentum. The patient did not have any pain and she was scheduled for follow-up visit on (B)(6) 2015. Patient was instructed to call doctor if she develops pain. The patient was upset. At time of the report, essure device was continued. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a usability issue. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during placement doctor deployed essure after perforation and in x-ray it appears that it was in omentum. This event, seen as uterine perforation post procedural, is serious due medical importance and required intervention and listed in the reference safety information for essure. Uterine or fallopian tube perforation may occur with trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this case, the physician thought it would be possible and deployed the micro-insert after perforation anyway. He stated that it happened very quickly. The micro-insert was floating in patient's pelvis and then the physician proceeded to a laparoscopy to seek for the micro-insert. In the end, the device was not found and a bilateral tubal ligation was done. Afterwards, x-ray was performed and apparently the essure coil was in the omentum. Considering that the reported event occurred during insertion procedure, causality with suspect insert cannot be excluded. Since an intervention (laparoscopy) was required, this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 20-oct-2015: follow-up attempts were done with no response to date. Company causality comment: this medically confirmed and spontaneous case report refes to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during placement doctor deployed essure after perforation and in x-ray it appears that it was in omentum. This event, seen as uterine perforation post procedural, is serious due medical importance and required intervention and listed in the reference safety information for essure. Uterine or fallopian tube perforation may occur with trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this case, the physician thought it would be possible and deployed the micro-insert after perforation anyway. He stated that it happened very quickly. The micro-insert was floating in patient's pelvis and then the physician proceeded to a laparoscopy to seek for the micro-insert. In the end, the device was not found and a bilateral tubal ligation was done. Afterwards, x-ray was performed and apparently the essure coil was in the omentum. Considering that the reported event occurred during insertion procedure, causality with suspect insert cannot be excluded. Since an intervention (laparoscopy) was required, this case is regarded as incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.